Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found various scratch marks with light material removed on the main tube. The scratch marks were 0.056¿ - 0.153¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image(s) and/or video clip(s)associated with this reported event were not submitted for review. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grey part of the shaft on the vessel sealer extend instrument shaved off and fell into the patient. The fragment was retrieved during the same procedure.